Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. The downloaded data indicated the device alarmed after 50 pulses before completing second prime. The downloaded data returned an 0x12 alarm, indicating a reset cause by low voltage detect. All batteries were measured to have sufficient power (voltage). The device was connected to a pdm and reran, it successfully delivered a 5.00 unit bolus with no timeouts or alarms occurring. The cause of the alarm could not be conclusively determined. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.